Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: device was evaluated for a repair quote. Technical evaluation determined that there was a damaged comb, bottom roll and ratchet. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time on an unknown date, the device was sent in for repair. There was no note of patient impact or delay. Due diligence is complete and there is no additional information available. At product evaluation investigation it was identified that there was a damaged comb.